Event description:
It was reported that bd gravity set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that no fluid flow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.